Event description:
The user received questionable pth (parathyroid hormone) results for one patient when the sample was tested on multiple analyzers. The patient sample had a pth result from the analytical e module of 24 pg/ml. Another lab using an abbott architect produced a pth of 141 pg/ml. A third lab (instrument platform unknown) produced a pth result of 63.4 pg/ml. A parathyroid scan found an ectopic parathyroid gland in the mediastinum adjacent to the aorta. The doctor was concerned as depending on the pth result he would be determining if he should refer the patient to a cardiothoracic surgeon to consider exploration of her chest to find a parathyroid adenoma. There was a delay in the treatment decision for the patient. No adverse events were alleged regarding the event. The pth reagent lot number was 15670104.

Event description:
A complaint was received from a hospital regarding inaccurate readings on an adc blood glucose meter in comparison to the lab readings. It was reported that a meter reading of hi (greater than 27.7 mmol/l) was received within 10 minutes of a lab reading of 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A specific root cause could not be identified. No sample could be provided for further testing. All the instrument calibration and quality control data were acceptable.